Event description:
A report was received that the patient underwent a pocket revision due to pocket site discomfort. The ipg was replaced per physician's preference. The patient is doing well post-operatively.

Manufacturer narrative:
Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.